Manufacturer narrative:
Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the reported issue is a cassette defect. A DHR review and service history review were not able to be completed as the serial number was not provided., corrected data: h6. Health effect codes: corrected.

Manufacturer narrative:
Catalog number, lot/serial number, unique identifier (UDI) are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm without any message. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.